Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm during manual prime. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal.

Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, displacement test and rewind. Unable to perform occlusion test and no delivery test due to a33 alarm. The insulin pump received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.